Manufacturer narrative:
Tandem's t:flex user guide, "only this t:flex 4.8ml cartridge will connect and work with the t:flex system. The system is not compatible with any other cartridge." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer attempted to load a t:slim cartridge with 480 units of insulin and experienced resistance. Customer's blood glucose (bg) level was 301 mg/dl. Reportedly, the customer delivered insulin and bg level dropped.